Event description:
Customer reported that the buttons on the insulin pump are not responding and then he received a button error alarm. Customer does not recall any events leading to the keypad issue. Blood glucose is 134 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. Device received with scratched lcd window and cracked reservoir tube lip.